Manufacturer narrative:
An arjo technician visited the customer to inspect the bed and found that the bed sub-frame was bent and the hinges failed - one was cracked and the other one disconnected. As a result the backrest actuator fixation and backrest damper were broken and could not support the backrest, which collapsed. The arjo engineer assessed by the damages to the bed, that the non-arjo air mattress was most likely incorrectly placed on the bed, which resulted in bending of the bed. The described symptoms may occur when the mattress is equipped with the strap. The strap is designed to attach mattress to the bed frame, in order to secure it from moving on the bed. If the strap is attached to the top frame of the bed, it will move freely with the bed platform. If the strap is attached to the sub-frame of the bed, it will limit the movement, as the sub-frame does not move with the top frame, when the patient's platform position is adjusted. When the backrest is raised in that situation, the strap is pulled by the backrest, resulting in bending of the sub-frame in the middle, where the backrest actuator is mounted. This affects the geometry of the bed and subsequently results in exposure of the backrest movement mechanisms (such as hinges, actuator and gas spring) to the excessive forces, which might lead to collapse over time. The IFU for enterprise 9000x (746-591-en_5) includes multiple warnings related to the safety of bed movement: "when the bed is operated, make sure that obstacles such as bedside furniture do not restrict its movement." "When operating moving parts of the bed, ensure the bed does not come into contact with adjacent equipment which could be damaged by the beds operation". Arjo device failed to meet its performance specification since the backrest collapsed. The device was used for patient treatment when the failure occurred. This complaint is deemed reportable due to allegation of the collapse of backrest section during use with intubated patient.

Event description:
It was reported by the customer that the backrest of enterprise 9000x bed collapsed when the patient was lying on a bed. Following the information provided a small noise was heard while using the bed. During the night a big noise alerted the caregivers and woke te patient up. The caregivers found that the backrest collapsed. No injury was sustained.

Event description:
It was reported by the customer that the backrest of enterprise 9000x bed collapsed when the patient was lying on bed. The patient was intubated and perfused at that time. There is no indication of any injury as a result of the malfunction.

Manufacturer narrative:
The investigation is in progress. Conclusions will be provided within the follow-up report once the investigation is completed.